Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected information: if implanted, give date: on the initial report the implant date was indicated as (B)(6) 2016 which is incorrect. Updated to reflect the date implanted as (B)(6) 2016. Additional information that was known at the time of the initial MDR filing but was inadvertently not included. Information was received indicating that the patient also experienced visual disturbance and unexpected post-op refraction. It was noted that the implant outcome significantly interfered with patient's activities of daily life. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 20.0 diopter intraocular lens (iol) was explanted from a male patient's left eye due to blurry vision and patient dis-satisfaction with the lens. Lens was replaced with a zlb00 20.0 diopter. There was no incision enlargement, vitrectomy or sutures required. No post-op patient injury occurred. Surgery went well.